Manufacturer narrative:
Lithium heparin tubes are used for accutni sample collection. Specific centrifugation data was not supplied. No specific event qc was supplied by the customer. Per the complaint record, the unit is currently performing within qc specifications upon contact with the customer. The customer indicated that the laboratory has an accutni patient sample repeat analysis procedure, which includes re-analyzing all accutni samples with initial recovery of > 0.06 ng/ml. Additionally, if sample dose recovery is >0.06 ng/ml and it is confirmed by previous historical results, subsequently no further repeat testing is service was not dispatched, as customer is not questioning instrument performance. A root cause for this event has not been determined; however, the customer suspected this event to be patient sample related, as there have been no other instances of false positive results for the accutni assay.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated an occurrence of non-reproducible false positive accutni results on one (1) patient's sample. The sample was repeated and resulted lower within the normal reference range. The erroneous results were not reported out of the laboratory. Patient results provided by the customer are shown. The customer did not report affect to the patient or user attributed or connected to this event.